Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate episodes of auto mode switch due to atrial pacing was observed. Patient was asymptomatic. Programming changes were made. No further information available.